Manufacturer narrative:
The reported inability to loosen the atrial set screw was confirmed in the laboratory. Visual inspection identified silicone material inside the atrial screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw to release the lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a routine generator change due to eri, the physician was unable to remove the atrial lead from the device header. The device was explanted and replaced during the procedure. The patient was stable before, during, and after the procedure.